Event description:
It was reported that the stent would not cross the circumflex lesion. The stent was sub-optimally deployed in the lesion. The guide wire became caught on the stent, causing the stent to be inadvertently withdrawn from the vessel. Reportedly, no pt injury occurred.

Manufacturer narrative:
Quality assurance preliminary analysis of the returned device revealed that the unit was returned with the stent having been separated from the delivery system. The stent was intertwined in a guide wire. The guide wire was woven through some of the struts of the stent. The stent had been stretched. Quality engineering was unable to determine the cause of this product issue due to the delivery system not being returned with the stent, and the lot number not being reported. A review of the cine verified the stent was proximal to its intended implantation location. It appears that the stent was not adequately apposed against the arterial wall, possibly the result of inaccurate location of stent deployment, or as a result of the stent sliding proximally on the balloon prior to deployment. No corrective action is warranted. This MDR is considered closed by the quality assurance department.